Manufacturer narrative:
(B)(4). It is unk if the device sample is available for eval.

Event description:
The customer alleges that there is a split in the device. No medical consequences because of the split.